Event description:
This customer reported a failure to discharge during a pt event. There was no negative pt impact. The user switched to a different defibrillator to deliver therapy.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during a pt event. There was no negative pt impact. The user switched to a different defibrillator to delivery therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.